Manufacturer narrative:
It has been reported that the device will not be returned for evaluation. A lot number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a microsensor was giving negative readings during implantation, a new microsensor was successfully used to get icp readings. The negative readings were noted, the direct link cable was changed; however, that did not fix the issue, then the microsensor was replaced. There were no reports of delay or patient harm. The device will not be returned.

Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The manufacturing records were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.